Manufacturer narrative:
Analysis found the insulin pump passed the displacement, prime and excessive no delivery tests. There was no excessive no delivery alarm noted.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which he could not resolve. Her blood glucose level at the time of the event was 600+ mg/dl. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. Advised customer to attach a plunger and manually prime. The customer states insulin exited easily. The insulin pump continued to alarm no delivery during priming. She was advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.